Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the left ventricular lead caused dia- phragmatic stimulation. Reprogramming did not stop the stimulation. The lead was capped.